Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. During the procedure, the suture broke. Another like device was used to complete the case. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The end of the thread was broken at the end of the cannula. The knot was sticking and the loop closure was not possible.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.